Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) acquired peritonitis and subsequently passed away. The cause of death was reported to be unknown. The cause of the peritonitis event was not reported. Treatment for peritonitis was not reported. It was not reported if the pt recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.